Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 31-year-old female patient who had essure (ess205) (batch no. 626143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone from (B)(6) 2016 to (B)(6) 2016, canagliflozin (invokana) since (B)(6) 2016, gabapentin since (B)(6) 2016, hydroxyzine from (B)(6) 2016 to (B)(6) 2017, janumet since 1996, levetiracetam (keppra) from (B)(6) 2017 to (B)(6) 2017, levothyroxine from (B)(6) 2017 to (B)(6) 2017 and trazodone. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginitis") with vaginal discharge, menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy due to complications from the essure). At the time of the report, the pelvic pain, vaginal infection, menstrual disorder, menorrhagia, vaginal haemorrhage, dyspareunia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: right tubal ostia- there was three coils left in the endometrial cavity. Left tubal ostia-there was there were five coils left in the endometrial cavity. Discrepant information received in pfs that esuure device has not been removed but in summons it was mentioned that essure had removed by surgery hysterectomy due to complication from essure . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: incomplete occlusion of the fallopian tubes (B)(6) 2016, us pelvic transvag combo: uterus and right ovary have been previously removed. Left ovary is of normal size, measuring 4.3 x 2.8 x 3.9 ern, as seen on transabdominal view. Left ovary is not demonstrated on transvaginal view. Cyst contiguous with the left ovary, seen on transabdominal view, measures 2.5 x 2.3 ern. No solid left ovarian lesions are seen. Impression: previous hysterectomy and right oophorectomy. Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event infection nos pt updated to vaginaitis. Event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginitis, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Lot number, concomitant drugs, relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 31-year-old female patient who had essure (ess205) (batch no. 626143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone from (B)(6) 2016 to (B)(6) 2016, canagliflozin (invokana) since (B)(6) 2016, gabapentin since (B)(6) 2016, hydroxyzine from (B)(6) 2016 to (B)(6) 2017, janumet since 1996, levetiracetam (keppra) from (B)(6) 2017to (B)(6) 2017, levothyroxine from (B)(6) 2017 to (B)(6) 2017, norethisterone (norethindrone) and trazodone. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginitis") with vaginal discharge, menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) , salpingectomy (one side removal of fallopian tube) oophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, vaginal infection, menstrual disorder, menorrhagia, vaginal haemorrhage, dyspareunia, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: right tubal ostia- there was three coils left in the endometrial cavity. Left tubal ostia-there was there were five coils left in the endometrial cavity. Discrepant information received in pfs that esuure device has not been removed but in summons it was mentioned that essure had removed by surgery hysterectomy due to complication from essure . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: incomplete occlusion of the fallopian tubes (B)(6) 2016, us pelvic transvag combo: uterus and right ovary have been previously removed. Left ovary is of normal size, measuring 4.3 x 2.8 x 3.9 ern, as seen on transabdominal view. Left ovary is not demonstrated on transvaginal view. Cyst contiguous with the left ovary, seen on transabdominal view, measures 2.5 x 2.3 ern. No solid left ovarian lesions are seen. Impression: previous hysterectomy and right oophorectomy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received:event abdominal pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 31-year-old female patient who had essure (ess205) (batch no. 626143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone from october 2016 to november 2016, canagliflozin (invokana) since december 2016, gabapentin since december 2016, hydroxyzine from december 2016 to january 2017, janumet since 1996, levetiracetam (keppra) from january 2017 to february 2017, levothyroxine from january 2017 to february 2017 and trazodone. On (B)(6) 2008, the patient had essure (ess205) inserted. In january 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginitis") with vaginal discharge, menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy due to complications from the essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, vaginal infection, menstrual disorder, menorrhagia, vaginal haemorrhage, dyspareunia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: right tubal ostia- there was three coils left in the endometrial cavity. Left tubal ostia-there was there were five coils left in the endometrial cavity. Discrepant information received in pfs that esuure device has not been removed but in summons it was mentioned that essure had removed by surgery hysterectomy due to complication from essure . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 5-aug-2008: total bilateral occlusion; on 21-aug-2008: incomplete occlusion of the fallopian tubes 02sep2016, us pelvic transvag combo: uterus and right ovary have been previously removed. Left ovary is of normal size, measuring 4.3 x 2.8 x 3.9 ern, as seen on transabdominal view. Left ovary is not demonstrated on transvaginal view. Cyst contiguous with the left ovary, seen on transabdominal view, measures 2.5 x 2.3 ern. No solid left ovarian lesions are seen. Impression: previous hysterectomy and right oophorectomy . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and autoimmune thyroiditis ("hashimoto's thyroiditis/ thyroid issues") in a 31-year-old female patient who had essure (ess205) (batch no. 626143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone from (B)(6) 2016, canagliflozin (invokana) since (B)(6) 2016, gabapentin since (B)(6) 2016, hydroxyzine from (B)(6) 2017, levetiracetam (keppra) from (B)(6) 2017, levothyroxine from (B)(6) 2017, metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) since 1996, norethisterone (norethindrone), trazodone and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginitis") with vaginal discharge, menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain") and was found to have vitamin d decreased ("low vitamin d/ vitamin d deficiency"). The patient was treated with surgery (hysterectomy (full) , salpingectomy (one side removal of fallopian tube) oophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, autoimmune thyroiditis, vaginal infection, menstrual disorder, menorrhagia, vaginal haemorrhage, dyspareunia, depression, anxiety, dysmenorrhoea, abdominal pain and vitamin d decreased outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune thyroiditis, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and vitamin d decreased to be related to essure (ess205). The reporter commented: right tubal ostia- there was three coils left in the endometrial cavity. Left tubal ostia-there was there were five coils left in the endometrial cavity. Discrepant information received in pfs that esuure device has not been removed but in summons it was mentioned that essure had removed by surgery hysterectomy due to complication from essure . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: results: incomplete occlusion of the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2016: us pelvic transvag combo: uterus and right ovary have been previously removed. Left ovary is of normal size, measuring 4.3 x 2.8 x 3.9 ern, as seen on transabdominal view. Left ovary is not demonstrated on transvaginal view. Cyst contiguous with the left ovary, seen on transabdominal view, measures 2.5 x 2.3 ern. No solid left ovarian lesions are seen. Impression: previous hysterectomy and right oophorectomy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events: low vitamin d/ vitamin d deficiency and hashimoto's thyroiditis/ thyroid issues were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 31-year-old female patient who had essure (ess205) (batch no. 626143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norethindrone. Concurrent conditions included seizures. Concomitant products included levetiracetam (keppra) since 2010 to (B)(6) 2017 for seizures as well as buspirone from (B)(6) 2016 to (B)(6) 2016, canagliflozin (invokana) since (B)(6) 2016, gabapentin since 2010, hydroxyzine from (B)(6) 2016 to (B)(6) 2017, levothyroxine from (B)(6) 2017 to (B)(6) 2017, metformin hydrochloride;sitagliptin (janumet) since 1996, norethisterone (norethindrone), trazodone and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginitis") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced autoimmune thyroiditis ("hashimoto's thyroiditis/ thyroid issues"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complication") and was found to have vitamin d decreased ("low vitamin d/ vitamin d deficiency"). The patient was treated with surgery (hysterectomy (full) , salpingectomy (one side removal of fallopian tube) oophorectomy - unilateral). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal infection, menorrhagia, vaginal haemorrhage, abdominal pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the autoimmune thyroiditis, menstrual disorder, dyspareunia, depression, anxiety, dysmenorrhoea, vitamin d decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune thyroiditis, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection, vitamin d decreased and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: right tubal ostia- there was three coils left in the endometrial cavity. Left tubal ostia-there was there were five coils left in the endometrial cavity. Discrepant information received in pfs that esuure device has not been removed but in summons it was mentioned that essure had removed by surgery hysterectomy due to complication from essure . Patient received treatment for bacterial vaginosis, menorrhagia, pelvic pain, abdominal pain, genital bleeding, candida vaginosis, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: results: incomplete occlusion of the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2016: us pelvic transvag combo: uterus and right ovary have been previously removed. Left ovary is of normal size, measuring 4.3 x 2.8 x 3.9 ern, as seen on transabdominal view. Left ovary is not demonstrated on transvaginal view. Cyst contiguous with the left ovary, seen on transabdominal view, measures 2.5 x 2.3 ern. No solid left ovarian lesions are seen. Impression: previous hysterectomy and right oophorectomy. Lot number:626143 manufacturing date:2007-10 expiration date:2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain/pain'). In a 31-year-old female patient who had essure (ess205) (batch no. 626143), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products, included for an unreported indication: norethindrone. Concurrent conditions included: seizures. Concomitant products included: levetiracetam (keppra) since 2010 to (B)(6) 2017 for seizures as well as buspirone from (B)(6) 2016, canagliflozin (invokana) since (B)(6) 2016, gabapentin since 2010, hydroxyzine from (B)(6) 2016 to (B)(6) 2017, levothyroxine from (B)(6) 2017, metformin hydrochloride; sitagliptin phosphate monohydrate (janumet) since 1996, norethisterone (norethindrone), trazodone and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections/infection (bladder/urinary tract/vaginal), type: vaginitis") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition: mental anguish"). On an unknown date, the patient experienced autoimmune thyroiditis ("hashimoto's thyroiditis/thyroid issues"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complication"). And was found to have vitamin d decreased ("low vitamin d/vitamin d deficiency"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube) oophorectomy - unilateral). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved. And the autoimmune thyroiditis, vaginal infection, menstrual disorder, vaginal haemorrhage, dyspareunia, depression, anxiety, dysmenorrhoea, vitamin d decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune thyroiditis, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection, vitamin d decreased and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: right tubal ostia: there was three coils left in the endometrial cavity. Left tubal ostia: there were five coils, left in the endometrial cavity. Discrepant information received in pfs: that esuure device has not been removed. But in summons, it was mentioned, that essure had removed by surgery hysterectomy, due to complication from essure. Patient received treatment for bacterial vaginosis, menorrhagia, pelvic pain, abdominal pain, genital bleeding, candida vaginosis, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, results: total bilateral occlusion; on (B)(6) 2008, results: incomplete occlusion of the fallopian tubes. Ultrasound scan vagina: on (B)(6) 2016, us pelvic transvag combo: uterus and right ovary have been previously removed. Left ovary is of normal size, measuring 4.3 x 2.8 x 3.9 ern, as seen on transabdominal view. Left ovary is not demonstrated on transvaginal view. Cyst contiguous with the left ovary, seen on transabdominal view, measures 2.5 x 2.3 ern. No solid left ovarian lesions are seen. Impression: previous hysterectomy and right oophorectomy. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: events: bacterial vaginosis, candidal vaginosis, gen. Abnormal bleeding and post removal complications were added. Outcome and rcc comments updated. Previously reported event: of autoimmune thyroiditis downgraded to non-serious. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 31-year-old female patient who had essure (ess205) (batch no. 626143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norethindrone. Concurrent conditions included seizures. Concomitant products included levetiracetam (keppra) since 2010 to february 2017 for seizures as well as buspirone from october 2016 to november 2016, canagliflozin (invokana) since december 2016, gabapentin since 2010, hydroxyzine from december 2016 to january 2017, levothyroxine from january 2017 to february 2017, metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) since 1996, norethisterone (norethindrone), trazodone and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure (ess205) inserted. In january 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). In february 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginitis") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual intercourse),"). In march 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced autoimmune thyroiditis ("hashimoto's thyroiditis/ thyroid issues"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complication") and was found to have vitamin d decreased ("low vitamin d/ vitamin d deficiency"). The patient was treated with surgery (hysterectomy (full) , salpingectomy (one side removal of fallopian tube) oophorectomy - unilateral). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the autoimmune thyroiditis, vaginal infection, menstrual disorder, vaginal haemorrhage, dyspareunia, depression, anxiety, dysmenorrhoea, vitamin d decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune thyroiditis, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection, vitamin d decreased and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: right tubal ostia- there was three coils left in the endometrial cavity. Left tubal ostia-there was there were five coils left in the endometrial cavity. Discrepant information received in pfs that esuure device has not been removed but in summons it was mentioned that essure had removed by surgery hysterectomy due to complication from essure . Patient received treatment for bacterial vaginosis, menorrhagia, pelvic pain, abdominal pain, genital bleeding, candida vaginosis, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: results: incomplete occlusion of the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2016: us pelvic transvag combo: uterus and right ovary have been previously removed. Left ovary is of normal size, measuring 4.3 x 2.8 x 3.9 ern, as seen on transabdominal view. Left ovary is not demonstrated on transvaginal view. Cyst contiguous with the left ovary, seen on transabdominal view, measures 2.5 x 2.3 ern. No solid left ovarian lesions are seen. Impression: previous hysterectomy and right oophorectomy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: bacterial vaginosis, candidal vaginosis, gen. Abnormal bleeding and post removal complications were added. Outcome and rcc comments updated. Previously reported event of autoimmune thyroiditis downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy due to complications from the essure). At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.